Event description:
It was reported that the user experienced nighttime hypoglycemia alerts on the ilet, including urgent low and urgent low soon notifications, and treated with fast-acting oral carbohydrates; the user inquired about changing glucose targets and was referred to medical training for guidance. Symptoms included low glucose readings and associated hypoglycemia. Outcomes included user self-treatment with oral glucose and continued device use without medical intervention or hospitalization. Investigation included user education and referral for medical professional follow-up to review settings and potential target adjustments. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear, with possible sensor compression discussed but not confirmed. It was concluded that no device malfunction was identified and that additional training would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.